Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an interface error. A technical support specialist dialed into the station, analyzed the station bare tail for datasync debug and maintenance debug, ran a query to check the station purge proc from the server's system operation table, and confirmed that purge selection and deletion were running. The dsclientoltp size was below the threshold. The specialist restarted the maintenance service and emailed the customer to validate. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to pull up patient profile. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.